Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's daughter reported via phone call that they received a motor error alarm and a motor position encoder error alarm. The customer's most recent blood glucose was 270 mg/dl at the time of incident. The customer's daughter stated that the drive support cap appeared normal. The customer's daughter stated that the insulin pump was not exposed to high magnetic fields. The customer's daughter stated that they were able to rewind the insulin pump. The customer's daughter was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump failed the displacement test followed by a motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform the basic occlusion test, occlusion test, excessive no delivery test, prime test, and unexpected restart error test due to motor error alarms. The insulin pump was received with normal operating currents and passed the self-test. The insulin pump had cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.